Event description:
Patient underwent a full revision (generator and lead). The explanted devices have not been received by product analysis to date.

Manufacturer narrative:
Corrected data, initial report: explant date field inadvertently not completed.

Event description:
Patient presented with high impedance and an increase in seizures and was referred for a full revision (both generator and lead). No known surgical intervention has occurred to date. No other relevant information has been received to date.